Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the iabp catheter was implanted and used for 3 hours, the machine frequently gave an alarm indicating air leakage. The medical staff suspected that the catheter was leaking, and replaced another set of catheter, which worked normally. The second iab was inserted at a different insertion site". Additional information stated that the second iab was inserted in the left femoral artery with no issues. Patient status post-surgery was reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab helium loss alarm is not confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging box. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was at approximately 18.8cm from the iabc distal tip; the teflon sheath hub was noted connected to the hemostasis cuff. Buckling to the teflon sheath extrusion was noted approximately from 5.5cm to 15.cm from the distal end of the teflon sheath. The one-way valve was connected and tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. A bend to the iabc central/outer lumen was noted at approximately 48.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The teflon sheath was moved towards the iabc bifurcate with minimal force; no damage or abnormalities were noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test or abnormalities noted. The iabc was connected to an iabp with lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 48.6cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 28.5cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. Additionally, unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
It was reported that "after the iabp catheter was implanted and used for 3 hours, the machine frequently gave an alarm indicating air leakage. The medical staff suspected that the catheter was leaking, and replaced another set of catheter, which worked normally. The second iab was inserted at a different insertion site". Additional information stated that the second iab was inserted in the left femoral artery with no issues. Patient status post-surgey was reported as "fine".